Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of hospitalized low readings. The customer's blood glucose reading was 39 mg/dl. The customer was treated with IV. The wife stated that her husband had consistent low readings for the past 19 years. The wife stated that she walked in on her husband being unconscious on the floor. The customer was not in a vehicle accident.